Event description:
It was reported that the device was displaying the service wrench and the "call service" message. It was also indicated that there was a fault code logged in memory, indicating a potentially critical failure. There was no report of patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56